Event description:
The pt was on an IV insulin drip and glucose levels had been 520, 171, 55 and 73 mg/dl. The pt became unresponsive and the suspect device read 294 mg/dl, compared to a lab value of 27 mg/dl. The pt was sent to ICU and was currently still in the hosp being monitored. The reporter said controls were in range on the system. The device was replaced and requested to be returned for evaluation.